Event description:
A customer indicates that their meter only shows the word "hi" (a blood sugar greater than 600 mg/dl) when they put the strip into the meter. While on the phone a review of the electronic operation of the system was conducted and found satisfactory. The customer indicates that they are using excel off brand reagent strips. The customer was told that bayer does not MFR or support the use of excel off brand reagent and they should contact the MFR of the product for further eval. Replacement reagent was provided to the customer and the system is working properly. The complaint is considered closed for purposes of MDR.